Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the air water cylinder has discoloration, suction cylinder has discoloration, forceps channel port has a scratch, label on suction connector has peeled, no water was being fed due to clogging of nozzle, the bending angle in the down direction does not meet the standard value due to wear of angle wire, the probe cover has a burn and the light guide lens was cracked, the connecting tube was scratched . The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope air/water duct was blocked. The device was returned for evaluation. During the device evaluation, the nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. It was also discovered that there was insufficient angulation which was presumed to have been caused by excessive stress. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.